Event description:
The notification received for the super study indicated that an attempt to perform angioplasty of the index limb (duplex demonstrates stenosis at proximal and distal end of sfa stent) performed. However, it was not possible to obtain arterial access and procedure abandoned. Successful angioplasty of the right sfa was performed at sfa proximal to stents and in-stent stenosis. At this time, there is no info regarding the index procedure. The target vessel was the right sfa.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated MFR report numbers are 9616099-2008-0915 and 9616099-2008-01917. Additional info will be submitted within 30 days of receipt.